Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. As received the monitor failed a pulse test. The cause for the failure was isolated to shorted transistors q13 and q17 on the monitor defibrillator board. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.